Manufacturer narrative:
Manufacturer's investigation conclusion: no product was returned for evaluation. A specific cause for the reported driveline infection and a direct correlation between the heartmate ii lvas and the reported cerebral vascular accident could not be conclusively determined through this evaluation. The device serial number was not provided; therefore, a review of the device history records could not performed. Stroke and infections are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The sus voluntary event report, mw5076963, is attached. Patient information was not provided. The product serial number was not provided. Initial reporter information was not provided. Approximate age of device - 4 months. The report was filed anonymously and there was no opportunity to obtain additional information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Information was received on 15 may 2018 from sus voluntary event report, mw5076963 stating: pt #2 was implanted ot heartmate ii around (B)(6) 2017. On (B)(6) 2017 dles infection requiring hospitalization plus (B)(6) w/surgical intervention of abx bead placement. Pt also suffered cva during this hospitalization. (8)(6) vad program. Reporting policy - states this is a mandatory report to the FDA. This was not reported.